Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158."

Event description:
It was reported that, on (B)(6) 2026, the patient was taken to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 415 mg/dl while wearing the pod on their arm for longer than 48 hours. Symptoms reported include vomiting, intense stomach pain, dehydration, and sweating. The patient was diagnosed with hyperglycemia with ketones in their urine and acetone in their blood. The patient was treated with a manual insulin injection prior to calling an ambulance. While in the emergency room, the patient received 2l of fluids, insulin, and blood tests were performed. The patient was released the following day. The pod was discarded and unavailable for return.